Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer met resistance while filling the cartridge with insulin. There was no reported impact to blood glucose. The customer changed the syringe and the cartridge was filled.